Event description:
It was reported that the atrial thresholds increased from 0.75 v, 0.5 ms to 3.0 v, 0.8 ms. It was resolved by increasing the right atrial output.

Manufacturer narrative:
No medwatch form was received.